Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus to be delivered. Tandem technical support reviewed pump settings with the customer, and it was noted that the correction factor setting had been entered incorrectly by the customer. Customer adjusted the correction factor to be accurate, and the customer delivered a bolus. Customer's blood glucose level was 176 mg/dl.